Manufacturer narrative:
(B)(4). No lot number was provided and therefore no review could be performed. No sample was returned for evaluation and no photo provided. Based on the reported event, the cause could not be definitively determined. Several factors could have contributed to the condition including the use of the ez-io stabilizer, user technique, and other variables related to operational context. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
A report was received that a patient was admitted with respiratory failure and suspected cardiogenic shock. IV access was identified as an issue and a right proximal tibia intraosseous (io) needle was placed without difficulty at approximately 3:52 pm. Later, at approximately 7:30 pm, additional access was needed for medication and fluid administration. A second io was placed in the left proximal tibia. Confirmation of placement was made through stability of the needle and easy fluid infusion. Placement of the second io was made by the same experienced clinician as the first line. Approximately 30 minutes after the second io was placed, the patient was noted to have cool bilateral lower extremities, but with doppler pulses. She was on epinephrine, levophed, dobutaine, neosynephrine for blood pressure support. By midnight, the patient was noted to have leg swelling and a loss of left doppler signals. Vascular surgery was called. The patient received fresh frozen plasma (international normalized ratio (inr) 3.2, platelets 25), followed by an emergent bedside fasciotomy. The patient ultimately passed away related to progressive shock in the setting of multiple co-morbidities. No further interventions were required for the leg.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation at this time. The manufacturer will continue to monitor and trend related events.

Event description:
A report was received that a patient was admitted with respiratory failure and suspected cardiogenic shock. IV access was identified as an issue and a right proximal tibia intraosseous (io) needle was placed without difficulty at approximately 3:52 pm. Later, at approximately 7:30 pm, additional access was needed for medication and fluid administration. A second io was placed in the left proximal tibia. Confirmation of placement was made through stability of the needle and easy fluid infusion. Placement of the second io was made by the same experienced clinician as the first line. Approximately 30 minutes after the second io was placed, the patient was noted to have cool bilateral lower extremities, but with doppler pulses. She was on epinephrine, levophed, dobutamine, neosynephrine for blood pressure support. By midnight, the patient was noted to have leg swelling and a loss of left doppler signals. Vascular surgery was called. The patient received fresh frozen plasma (international normalized ratio (inr) 3.2, platelets 25), followed by an emergent bedside fasciotomy. The patient ultimately passed away related to progressive shock in the setting of multiple co-morbidities. No further interventions were required for the leg.